Manufacturer narrative:
Continuation of d10: product ID 9735821r, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had a localizer faulted message upon boot up prior to a case beginning. Technical services (ts) had the medtronic representative (rep) log into the network device interface (ndi) toolbox, this showed an error on 'configuration' and confirmed the internal temperatures and bump were ok. A hard reboot resolved the issue. There was no patient involvement.